Manufacturer narrative:
Concomitant medical products: 1388t lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia and high thresholds were observed on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.